Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced kind of burns when placing the purewick female external catheter. No additional information provided. It was noted that the patient had been using the purewick products for less than 90 days. No medical intervention was reported. Per follow up via phone on (B)(6) 2023, it was reported that the customer was no longer using the purewick, but they did seek medical intervention and was prescribed some cream but did not know the name of it.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable ". It was unknown whether the device had met relevant specifications. The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: "precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter experiencing skin irritation or breakdown at the site. Warnings: to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs." It also states "recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced kind of burns when placing the purewick female external catheter. No additional information provided. It was noted that the patient had been using the purewick products for less than 90 days. No medical intervention was reported. As per follow up via phone on 11jan2023, it was reported that customer was no longer using the purewick but they did seek medical intervention and was prescribed some cream but did not know the name of it.